Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there was a scratch on tip but no visible damage on articulation sleeve area. The system error 40 was not reproduced during the system test but system error 40 has occurred during pulse echo test. Deso (dead element short open)/le (lens echo) tests passed. The ict passed. There was no electrical fault between spc/spp boards, raw cable, gastro flex, distal flex and mmx. Leakage test passed at full level. After reassembly with the original mpm board, system error message was not reproduced in 15 minutes. A metal contamination was found on mpm board pad. It could cause electrical short with ground and lead to system error message or image problem intermittently. Thus, possible root cause was determined to be machining/electroplating debris from the pcb manufacturing process. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer failed with an usaquisitionhw_40_0 error in the middle of a transesophageal echocardiography (tee) procedure. The procedure was repeated with a replacement transducer because the user was unable to perform the tee and no images were able to be acquired. It is unknown if there was a delay in completing the tee. There was no patient adverse event reported. No additional information was provided.